Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2021. Please see h11: corrected data h11: corrected data = h1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information received: the litigation action against ethicon has been dismissed and the attorneys for the patient will not be pursuing the matter further. No problem was identified with the circular stapler used in the surgical procedure at issue. No further information will be forthcoming and no allegation of product defect is being made and the case is dismissed.

Manufacturer narrative:
(B)(4). Event date: unk. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported: pleading alleges that on (B)(6) 2018 patient underwent a laparoscopic right colectomy and suffered a post-operative leak requiring corrective surgeries. Pleading alleges product is the curved intraluminal stapler.